Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of stroke, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported treatment with medication was a result of case-specific circumstances, as the patient was given antiedema medication to treat the stroke. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being submitted to report the cerebral ischemic event experienced after the mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a history of transient ischemic attack or stroke in the past 12 months. Two clips were implanted and the mr was reduced to 1. On the same day of procedure, after the awakening from general anesthesia, the patient experienced aphasia, hemiplegia, and had a cerebral ischemic event, which was confirmed via CT scan. It was noted that the stroke was ischemic and later hemorrhagic. The patient was treated with an antidema drug, and is currently stable. There was no evidence of thrombus formation during the mitraclip procedure. No additional information was provided.